Event description:
It was reported by the patient that the pod fell off and smelt smoke from the infusion site (arm) while wearing the pod between 4 and 24 hours. Blood glucose levels were not affected.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.